Manufacturer narrative:
As received, a complete lead was returned in one piece without a stylet. The reported event of stylet withdrawal failure was confirmed due to blood found clogged in the inner coil. Visual inspection found insulation damage close to is-1 connector. The cause of insulation damage is consistent with procedural damage.

Event description:
During implant procedure, after the right ventricular (rv) lead was fixed in place the physician was unable to withdrawal the stylet. After some great force the stylet was removed causing damage to the rv lead. A new lead was implanted. The patient was in stable condition.